Event description:
It was reported that patient experienced a lead fracture. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively.